Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be determined; however, patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that transcatheter valve-in-valve procedure was performed due to severe aortic stenosis and regurgitation. The patient was taken to the intensive care unit in stable condition. The patient was reported to tolerate the procedure well.

Manufacturer narrative:
Aortic stenosis. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 26mm transcatheter valve was implanted inside a disabled 25mm 3000tfx aortic pericardial valve in the aortic position via valve-in-valve procedure. The implant duration of the 25mm aortic valve at the time of the valve-in-valve procedure was nine (9) years, four (4) days. The reason for valve-in-valve intervention was due to aortic stenosis. There were no reported complications.